Manufacturer narrative:
The investigation for the positioning issue has been completed. Pump was not returned for investigation. Data logs were returned and "impella in aorta" alarms were observed. Clinical confirmed that the pump was stuck in papillary muscle and later pulled into aorta while repositioning. Therefore, the root cause of the positioning issue was use related to improper technique. Added- h6 impact code 4642 corrections to the initial MFR report: added-d6a/d6b. F6/f8 should have been left blank. H5 labeled for single use changed to yes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient admitted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was trapped under papillary muscle. An attempt was made to reposition. During repositioning the impella was pulled into the aorta. The decision was made to pull the impella into descending aorta and place intra-aortic balloon pump in cardiac cath lab. The patient was stable.